Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. The investigation of the needle mechanism found no issues that would result in the needle failing to deploy. Although no problem was found with the device, it could not be determined when the needle was deployed, and the cause of the reported needle mechanism failure could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient¿s blood glucose rose to 400 mg/dl. The patient reported the pink slide did not move forward, the needle did not deploy, indicating a needle mechanism failure. The pod was not worn.